Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic sterilization with a thermachoice uterine ablation" and device ineffective "had to retest, was not sealed". The patient's medical history included multiple cesarean sections (3), appendectomy, gerd, gardnerella vaginalis vaginitis and mitral valve disease. Concomitant products included ibuprofen (midol) and ibuprofen (motrin). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea/ gastrointestinal or digestive system condition type: sick stomach"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain/loss specify: gain or loss unknown/ gain, 40 lbs"). The patient was treated with surgery (essure coil removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, migraine, headache, nausea, dyspareunia, gastrointestinal disorder and weight increased had not resolved and the vaginal infection outcome was unknown. The reporter considered cystitis, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. 2 coils: right, 4 coils: left, the patient tolerated the procedure. Discrepancy in insertion dates- 2009 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on an unknown date: test failed (date unknown); on 06-may-2005: hysterosalpingogram does demonstrate the presence of free spillage from both fallopian tubes despite placement of stents.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic sterilization with a thermachoice uterine ablation" and device ineffective "had to retest, was not sealed". The patient's medical history included multiple cesarean sections (3), appendectomy, gerd, gardnerella vaginalis vaginitis and mitral valve disease. Concomitant products included ibuprofen (midol) and ibuprofen (motrin). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea/ gastrointestinal or digestive system condition type: sick stomach"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain/loss specify: gain or loss unknown/ gain, 40 lbs"). The patient was treated with surgery (essure coil removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, migraine, headache, nausea, dyspareunia, gastrointestinal disorder and weight increased had not resolved and the vaginal infection outcome was unknown. The reporter considered cystitis, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). 2 coils: right, 4 coils: left, the patient tolerated the procedure. Discrepancy in insertion dates- 2009 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on an unknown date: test failed (date unknown); on (B)(6) 2005: hysterosalpingogram does demonstrate the presence of free. Spillage from both fallopian tubes despite placement of stents. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pfs received: case become serious incident,essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.